Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer expressed that there were no significant events leading to the alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that she was calling back after having received a replacement battery cap. The customer received another failed battery test alarm while troubleshooting. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with normal operating currents. The insulin pump was monitored for several days and no alarms occurred during testing. The insulin pump had cracked reservoir tube lip, minor scratches on the lcd and reservoir tube windows, and broken belt clip slot.